Event description:
The customer reported to customer service that one day she went from being able to pump with her breast pump to not being able to pump - that the suction on the pump has decreased. She indicated that she can manually express milk. She has already replaced membranes.

Manufacturer narrative:
Customer service completed troubleshooting with the customer over the phone and identified a tear in the diaphragm. A new pump was sent to the customer. In follow up with the customer to get the original pump back, she indicated that she had developed mastitis which she felt was attributable to the pump not expressing her milk. She was unaware that the pump was not working and at first thought that maybe the low milk expression was attributable to her body. For two months she tried "everything under the sun" to make her body produce more milk. She saw her physician for treatment and was prescribed amoxicillin. The mastitis has since resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The pump was received for testing/analysis and testing confirmed that the diaphragm was torn. Dirt/particulate was noted on the surface of the diaphragm and vacuum and cycle testing could not be performed because of the tear. The cause of the tear cannot be determined, but likely occurred after the customer had the pump as she used it without issue initially. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues.